Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. During the procedure, a triclip was implanted successfully. A second triclip was successfully implanted. A third triclip was successfully placed on the leaflets. During the lock line testing the clip opened. Troubleshooting was performed and the clip remained closed during further testing. The clip was successfully deployed when the clip opened. The procedure was discontinued; the final tr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.